Event description:
During procedure to place bilateral ureteral stents, surgeon was unable to pass stents due to large calculi. During a lithotripsy procedure, a 2 french electrohydraulic lithotripter probe tip broke off and was retained. Surgeon attempted repeatedly to retrieve the probe tip but was unsuccessful. Patient was admitted overnight and an x-ray was ordered. No patient harm.